Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported there were nonsustained tachy episodes in the vf zone. The noise was reproduced during pocket manipulation. Probable lead fracture was also reported. No patient complications have been reported as a result of this event.